Event description:
It was reported that the patient presented to the clinic experiencing phrenic nerve stimulation. The patient had a right sided implant and noticeable twitching on the right side could be seen. The leads exhibited a loss of capture. The device was reprogrammed which resolved the right ventricular lead twitching. A chest x-ray was performed which revealed that the left ventricular lead had dislodged. The patient was discharged and was scheduled for a revision. On (B)(6) 2017 the leads were successfully explanted and replaced. The patient was in stable condition post surgery. It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
An external abrasion was noted at 37.4 cm to 39.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device and/or feature of the heart.